Event description:
The following information was provided: trunion fracture.

Manufacturer narrative:
Reported event: an event regarding wear & disassociation involving a metal head was reported. The events for wear & disassociation were confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-rays demonstrate dissociation of the femoral head from the stem. There is extensive remodeling of the trunnion with significant material loss on the superior aspect of the trunnion. No trunnion fracture is identified. Dissociation of the femoral head from the stem with extensive remodeling of the trunnion and significant material loss on the superior aspect of the trunnion is confirmed. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to trunnion fracture. A review of the provided medical records by a clinical consultant indicated: "the x-rays demonstrate dissociation of the femoral head from the stem. There is extensive remodeling of the trunnion with significant material loss on the superior aspect of the trunnion. No trunnion fracture is identified. Dissociation of the femoral head from the stem with extensive remodeling of the trunnion and significant material loss on the superior aspect of the trunnion is confirmed. The root cause of this mechanical complication is not able to be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: trunion fracture.